Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) reported they could not change the program on the controller. There was a "cell" burned out and was not working correctly on the lead and was taken off line. Patient reported it works well presently. Pt reported they are presently having a ton of issues with the battery pack. It burns, hurts, is sore, and seems to be pulling in every direction. The pt's healthcare provider (hcp) thinks it is scar tissue, pt reported they can't lay on it, lean backward against a chair, can't lie on their back, reach up, or bend over to pick anything up. They cannot twist, even slightly. It hurts when they stand up straight and has become very tender where the leads are, as well as the side of their belly because of this. The hcp and a rep are working to find the source of the pain.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they were not getting any levels on their stimulator and got the message settings not available when adjusting stimulation. Patient confirmed the issue began in the month of june. Patient mentioned they tried resetting the controller and switching groups, but the message kept coming up. Patient also mentioned that they had some pain and the last two days had been extraordinarily bad. Patient confirmed that the return of pain was sometime in the month of june. During the call, agent walked patient through adjusting therapy in groups a and b which patient had but the message settings not available would pop up when the patient increases stimulation. Agent asked clarifying question and patient denied any recent traumas or falls. Agent reviewed meaning of message. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient reporting that the cause of the settings not available screen was due to one small lead burning out. It was reported that it was ¿taken offline.¿ it worked perfectly afterward. The patient checked their manual to resolve the settings not available issue. They also contacted their rep. Couldn¿t resolve it. They suggested calling the manufacturer. They went over everything again. Nothing happened. The patient made an appointment with their rep and a tech came to run diagnostics. Once problem was located and resolved, the unit worked perfectly. The issue had been resolved. The patient was very pleased with the whole process.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.